Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: objective lens was scratched, lighting lens was scratched, rigid tube was dented, cover glass of the light guide adaptor was scratched and poor image quality. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the distal end light guide bundle was chipped due to a failure of the light guide bundle, the objective lens was scratched as a result of a component failure of the objective lens, and the lighting lens was scratched due to a component failure of the lighting lens. Additionally, the rigid tube was dented, and the resulting poor image quality was due to a component failure of the rigid tube. The cover glass of the light guide adaptor was also found to be scratched due to a component failure of the cover glass. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the laparoscope, gynecologic exhibited chipped light guide bundle. The event occurred during reprocessing. There were no reports of patient involvement.